Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: breast cancer. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast reconstruction surgery with unspecified mentor gel breast implants. Post-operatively, the patient had a mammogram that identified bilateral invasive breast cancer. Magnetic resonance imaging was performed and confirmed bilateral breast carcinomas as well as a rupture of the patient¿s right prosthesis. The patient underwent ultrasound-guided biopsies of her left mass, right mass, and left axillary node. As a result, the patient underwent bilateral removal and replacement with 500cc mentor artoura plus, smooth, high profile breast tissue expanders on (B)(6) 2022. This report is for the left implant. Refer to manufacturing report number 1645337-2023-14526 for the contralateral event.